Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an iph, ios version 17 and app version 21128275. The low glucose alarms did not sound and the customer was not alerted of glucose readings and changes in glucose level. As a result, the customer experienced loss of consciousness and the customer was unable to self-treat. The customer was injected with glucagon as treatment for hypoglycemia by a healthcare professional (hcp) there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The customer reported for missing low alarm. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and enabled ¿low glucose alarm' feature in the app and set low glucose alarm threshold to highest glucose value. Nano amps was adjusted on the keithley till low glucose alarm was triggered. Alarms functioned as intended. Attempted to replicate customer complaint using similar configuration. However, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor: the device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Software: the customer experienced missing high/low glucose alarms with freestyle libre 2 application. Adc attempted to replicate the reported issue using similar configuration of iphone 13 ios version 17, application version 2.11.2.8275. The reported issue was unable to be replicated, and the system functioned as intended. There were no issues identified with the freestyle libre 2 app during replication that would have led to the reported issue. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone with ios operating system version 17. The low glucose alarms did not sound and the customer was not alerted of glucose readings and changes in glucose level. As a result, the customer experienced loss of consciousness and the customer was unable to self-treat. The customer was injected with glucagon as treatment for hypoglycemia by a healthcare professional (hcp) there was no report of death or permanent impairment associated with this event.